Manufacturer narrative:
Concomitant medical products: a2dr01 implantable pulse generator (ipg) implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing and high impedance. The ra lead was reprogrammed and turned off. No patient complications have been reported as a result of this event.